Manufacturer narrative:
Bd received samples and photos from the customer facility for investigation. The samples and photos were evaluated and the customer¿s indicated failure mode with the incident lot was observed. Bd has initiated a CAPA to document further investigation and root cause(s) of this product issue.

Event description:
It was reported that bd vacutainer® k2 edta (k2e) 7.2mg blood collection tubes had "fm in tube".